Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 04-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. As a result of essure device placement, the plaintiff claimed the following events: heavy bleeding, painful menstruation, severe lower back and abdominal pain. Essure migrated to uterus. On (B)(6) 2015, essure removal procedure was performed. Follow-up information received on 26-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding and essure migrated to uterus. Essure removal procedure was performed 6 months after essure insertion. Genital bleeding and partial device expulsion are serious due to their medical importance and listed in the reference safety information for essure. Considering that essure may cause bleeding and that there is a risk that essure may move out of fallopian tube and considering that there is no alternative explanation for these events, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('small portion of one of the essure coils was embedded in the myometrium'), device expulsion ('essure migrated to uterus') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B82477, b66025) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included menometrorrhagia and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation") and back pain ("severe lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, dysmenorrhoea and back pain outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, embedded device and genital haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: trailing coils in uterus: right-4, left-10. Insertion date: (B)(6) 2014(discrepancy noted). Removal date: (B)(6) 2015(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. The exact location of the left essure device cannot be determined. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Event added: small portion of one of the essure coils was embedded in the myometrium. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('small portion of one of the essure coils was embedded in the myometrium'), device expulsion ('essure migrated to uterus') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B82477, b66025) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included menometrorrhagia and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation") and back pain ("severe lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, genital haemorrhage, dysmenorrhoea and back pain outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, embedded device and genital haemorrhage to be related to essure. The reporter commented: trailing coils in uterus: right-4, left-10. Insertion date: (B)(6) 2014(discrepancy noted). Removal date: (B)(6) 2015(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. The exact location of the left essure device cannot be determined. Batch no b66025, production date 2013-09-07, expiration date 2016-09-30. Batch no b82477, production date 2013-10-16, expiration date 2016-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs